Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The system logfiles were checked, and troubleshooting indicated that the images were being sent before the power was turned off from the previous day, and the power was turned off at the time of sending, resulting in a startup failure caused by a process error (cache from the previous day's data transfer remained). The system was restarted to resolve the issue, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.